Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for the units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter, in the patient's left eye (os) on (B)(6) 2016. According to the reporter, the dr. Found a likely small crack on the lens by the observation, and the patient experienced uncomfortable vision. On (B)(6) 2017 the lens was exchanged for the same size and diopter lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens with red and clear residue on lens surface. (B)(4).